Manufacturer narrative:
The subject device at this time has not been provided for evaluation. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned from implant patient registry that a 3000tfx 21mm aortic valve was explanted and replaced with a 11500a 23mm valve after an implant duration of 9 years, 8 months due to stenosis. The patient presented with shortness of breath, presyncope, and palpitations. The patient outcome at the end of the procedure as stable. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device.

Event description:
It was learned from implant patient registry and was learned through product evaluation that a 3000tfx 21mm aortic valve was explanted and replaced with a 11500a 23mm valve after an implant duration of 9 years, 8 months due to calcification and pannus causing restricted leaflets motion and stenosis. The patient presented with shortness of breath, presyncope, and palpitations. The patient outcome at the end of the procedure as stable.

Manufacturer narrative:
H3: customer report of stenosis was confirmed through observed calcification. As received, all three leaflets had cuts of approximately 4mm x 10mm on leaflet 1, 5mm x 10mm on leaflet 2, and 4mm x 10mm on leaflet 3. The cuts had a smooth and straight edge; cut out sections were not returned. X-ray demonstrated commissures 2 and 3 bent outward; heavy calcification was observed on the remaining sections of leaflets 1 and 3, and moderate calcification on the remaining section of leaflet 2. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 1mm on leaflet 1 on the inflow aspect and 1mm on leaflet 3 at the outflow aspect. Host tissue on the stent circumference was moderate at the inflow aspect. Host tissue on the stent circumference was minimal at the outflow aspect. Leaflet 1 had a 4mm tear and leaflet 3 had a 4mm tear near commissure 1. Calcification was evident at the tears. Calcification and host tissue overgrowth restricted leaflet mobility and led to stenosis. Mechanical damage marks were observed on leaflet 2 at commissure 2. Damages appeared serrated and did not penetrate leaflet. Sewing cloth and silicone of sewing ring had multiple cuts around the valve. Suture threads remained attached to the sewing ring. Updated sections: b5, d4 expiration date, d9, g3, g6, h2, h3, h4, h6 device code(s), type of investigation, investigation findings, and investigation conclusions. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Pannus overgrowth, or host tissue, is considered to be a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. Pannus can have both beneficial and harmful effects depending on the amount of growth. A small amount of host tissue growth over the suture line is needed to form a non-thrombogenic surface and complete the healing process after valve implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients, and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation. Through further investigation, it was determined that the root cause of this event was most likely due to patient related factors.